Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic-assisted distal gastrectomy, when the surgeon started firing the device, however a big crack sound was heard, the surgeon fully fired the device but they additionally sutured the gastric body due to the reason that the gastric stenosis was very thick. On the next day they had to performed a re-surgery due to the reason that they have noticed the staples where partially cane off the tissue.